Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was not able to be performed as the lcd was defective and the device was not able to be powered up. The dso seal and lcd were both replaced.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming and not infusing. The pump displayed error code 4224. Some functions work, but the screen is so dark that not much is visible. The pump will turn on. This was believed to have been reported during patient use but is ultimately unknown.